Manufacturer narrative:
Physio-control has determined that when the device is powered up with the shock advisory sys adapter attached, and a certain sequence of events or circumstances occur during communication and error handling in the device's software, the front panel keypads may become unresponsive. A software improvement has been implemented to reduce the potential that the reported malfunction will occur. The new software will be installed in the customer's device. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.

Event description:
During routine testing with the shock advisory adapter, the device allegedly locked up and would not respond to the front panel switches, except the analyze switch. Power to the unit had to be cycled by removing the battery to restore proper operation. This anomaly has allegedly occurred twice in two weeks.